Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a uti. It was also reported that the patient¿s device had not functioned for years. It was stated that it worked for a while with some improvements, then it was less and less of benefit. This was noted to have started ¿not long after implant; less than a span of six months, but they were guessing.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.